Event description:
It was reported that during a coronary stent procedure, resistance was encountered while attempting to advance the delivery system in the guiding catheter. The catheter shaft separated during removal and the distal portion remained in the guiding catheter. The entire system was removed without incident. No pt injury or complications occurred.